Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after the pod was opened. Inspection of the underside of the pod housing showed score marks, indicating that the linkage assembly was misaligned with the top housing. This misalignment prevented the linkage assembly from completing deployment, preventing the formed needle from fully retracting. Investigation of the download data from the pod confirmed the generation of a 0x14 occlusion alarm. Rerun of the pod did not replicate the occlusion alarm or original data. Inspection of the fluid path and drive mechanism components found no damages or manufacturing deficiencies that would result in an occlusion alarm. The cause of the occlusion alarm could not be conclusively determined. Inspection of the formed needle found a bend in the portion that was exposed due to the failed needle retraction. The bend in the formed needle did not block the flow of fluid through the fluid path and did not prevent the formed needle from retracting after opening the pod. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended after activation. The pod was worn for 24 to 36 hours on the arm before the issue was realized.